Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the driver geometry at the distal tip of the returned ar-1995shn had both twisted and broken. No fragments were returned for investigation. The probable cause is by applying excessive force used to pry and/or leverage the device. Also, it was noted that the laser marks are faded. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 11/21/2022 by a arthrex employee via sems that an ar-1995shn screwdriver tip broke off while removing post screw. Case involvement, device broke during use. All fragments removed from patient, procedure completed successfully